Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a relative regarding a patient receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for intractable spasticity, other spasticity, and dystonia. It was reported that the patient had a magnetic resonance image (MRI) done of the shoulder and the chest because they were having pain radiate from the shoulder to the chest and it was found that the catheter was still in the patient's body. The patient was told that all the therapy system was removed. Infection was reported around the pump pocket. There was an incisional wound opening and the patient was not feeling well and fell and the incision popped open. The patient was "engulfed" in (B)(6) so bad they had to life line them to the hospital. The patient was septic and was so bad they didn't think they were going to make it. Intravenous (IV) and oral antibiotics were given. The patient states they were on IV antibiotics for about a month after getting out of the hospital and that they were getting 10000 units of vancomycin shots three times a day where the pump was implanted. They also flooded the area when they removed the pump to kill the infection. The patient states they have had three surgeries. The 1st surgery was the pump implant, the 2nd surgery removed the pump, cleaned it and put the same pump back in, the 3rd surgery was the removal of the pump. The infection was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.